Manufacturer narrative:
The insulin pump was received with broken half of the reservoir tube lip, using a test reservoir will lock or click in place properly. The insulin pump had cracked case at the display window corner, battery tube threads, reservoir tube and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir came out of his insulin pump. Pieces of the reservoir compartment have been breaking off every time she unscrewed a reservoir from the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage; the device was not dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.